Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessels were moderately tortuous and mildly calcified, and the left common iliac artery was large. The aortic neck was 15 mm long and moderately angulated. It was reported that after the left hypogastric artery was embolized, 4 stent grafts were implanted. However, the final angiogram demonstrated a proximal type I endoleak at the bifurcated stent graft (MFR report # 2953200-2010-02026). The physician elected to intervene by placing an aneurx aortic cuff (MFR report # 2953200-2010-02027), which was unsuccessful in resolving the endoleak. The physician then placed a talent 28 aortic cuff proximally, which was modeled with a reliant balloon; however, the proximal type I endoleak did not completely resolve. The physician decided not to intervene any further for the proximal type I endoleak. Another angiogram demonstrated a distal type I endoleak coming from the right iliac artery. The physician elected to implant an aneurx iliac limb to treat the distal type I endoleak and extended down to the external iliac artery which covered the right hypogastric artery but successfully resolved the distal endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: arterial/vessel occlusion, endoleak. Pre-operative rupture. Moderately tortuous vessels and moderately angulated aortic neck. Use of the device to treat a pre-operative rupture. Eval conclusions: moderately tortuous vessels and moderately angulated aortic neck. Use of the device to treat a pre-operative rupture; coverage of both hypogastric arteries.